Event description:
It was reported the intensity of the pt's stimulation ((B)(6)) decreases as the ipg battery depletes. In addition, the pt alleges the ipg is not charging fully.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.